Event description:
It was reported that a patient had one resolute integrity drug-eluding stent implanted in the coronary artery, the patient developed generalized itching sensation. No further clinical sequelae was reported for this event.